Event description:
The co received the following report from the co's distributor. "A serious burning happened to a pt. According to the record, the temperature showed 52.6 centigrade but the power didn't cut off that caused this pt's face and nose burnt serious." This incident is consistent with interrupted gas flow through the breathing circuit. This situation is dealt with by warnings in the operating manual. The mr480 humidifier has been discontinued since 1998.